Event description:
It was reported to philips that a v60 had a dim display. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The philips remote service engineer recommended part user interface (ui) assy. Customer will order the ui assy and repair the unit. Customer is taking responsibility to correct/repair the device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.